Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with blood glucose below 40 mg/dl at the time of the incident. The customer was at 232 mg/dl at the time of the call. The customer was given glucose gel, dextrose, and intravenous fluids to treat. The customer experienced symptoms such as a jerking leg. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer believes the pump is delivering insulin when it's not supposed to. Troubleshooting was completed. The customer had a low while driving without incident, and about 3 months ago she had a low of 20 mg/dl. The insulin pump will be returned for analysis.